Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon the reported event was confirmed due defective scope socket. It was also noted the socket has loose locking mechanism, the power switch is intermittently sticking, and the front panel of the housing mouth cracked. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that their evis exera iii xenon light source was not detecting any of the 190 scopes. The event occurred during preparation for use in an unspecified procedure. The physician switched out the device to continue the procedure without further incident. There was no reported harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the 190 scopes being undetected could not be identified. However, it¿s likely the cause is related to a loose connection of the video connector and a faulty locking mechanism. Olympus will continue to monitor field performance for this device.